Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. The tracking information indicates that the explant was delivered, however the device was not received by the complaints department. The device cannot be analyzed, and the failure cannot be confirmed. Based on previous similar investigations, femoral component identified with minimal, or no cement adhered to the underside may be the result of femoral loosening. Properly functioning implants depend on their appropriate fixation to the bone; fixation is usually achieved by cementing the implant onto the bone. Although implants are firmly fixed at the initial knee replacement surgery, they may become loose over time. Friction caused by the joint surfaces rubbing against each other wears away the surfaces of the implant, creating tiny particles that accumulate around the joint. In a process called aseptic (non-infected) loosening, the bond of the implant to the bone is destroyed by the body's attempt to digest the wear particles. During this process, normal bone is also digested (a condition called osteolysis), which can weaken or even fracture the bone. When the prosthesis becomes loose, the patient may experience pain, change in alignment, or instability. Design-related issues: as of (B)(6) 2020, exactech is aware of 264 complaint reports involving revisions of knee components due to femoral or non-specific loosening (31 femoral, 233 non-specific) since 2008. Sales data for femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 14 units. According to the sales data, all pieces of this lot have been sold and no other revisions have been reported to exactech, as of (B)(6) 2020. The manufacturing records for this device only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. Corrective actions are not required because loosening is listed in the product labeling (IFU 700-096-160 (B)(4)), the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The revision reported was likely the result of aseptic (noninfected) femoral loosening. The lack of bone cement adhered to the femoral component upon removal may have been the result of the cementing technique used or environmental conditions in the operating room during implantation, or micromotion of the femoral component relative to the cement mantle in situ. However, this cannot be confirmed as the device was not available for evaluation, and there were no details regarding cementing technique or environmental conditions provided. IFU- as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. It is known that device specific risks consist of: fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The revision reported was due to the patient nickel allergy in MFR 1038671-2019-00404. During the revision the surgeon removed the femoral component and reported no cement was adhered to the femur. Aseptic (noninfected) femoral loosening. The lack of bone cement adhered to the femoral component upon removal may have been the result of the cementing technique used or environmental conditions in the operating room during implantation, or micromotion of the femoral component relative to the cement mantle in situ. However, this cannot be confirmed as the device was not available for evaluation, and there were no details regarding cementing technique or environmental conditions provided.

Event description:
It was reported from the us that a patient had a surgical revision due to a nickel allergy reported in MFR 1038671-2019-00404. During the revision surgery, the surgeon, removed the femoral component and reported no cement was adhered to the femur. According to the information provided, a cement mantle was left on the femur. The surgeon reported he is worried there is a problem with the underside coating on the femoral component. The tracking information indicates that the explant was delivered, however the device was not received by the complaints department. Therefore, the device cannot be analyzed, and the failure cannot be confirmed. There was no delay to surgery. Inactive agency with no hospital/other contact information for the event. No additional information.